Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the suction aid port of the tracheostomy tube had split or cracked. It was also noted that the cuff failed due to a hole in the pilot balloon. The tube was replaced without issue, and no patient harm or adverse event was reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received one (1) used blue line ultra suctionaid trach tube. As received, a small hairline crack was observed on the suction valve when attached to a syringe. When inflated and submerged, a leak was observed in the pilot balloon. No other physical damage or other anomalies observed. To replicate clinical use, an ICU medical provided syringe was attached to both the pilot balloon valve and the suction valve. A crack was observed on the suction valve. Also, a leak was observed on the pilot balloon when submerged in water. The complaint that there was split in suction aid port and also noted that the cuff had failed due to a leak or hole in the pilot balloon can be confirmed. The probable cause of the split in the suction port is due to applying excessive force when connecting the syringe or suction device. Probable cause of the hole in the pilot balloon is unknown.